Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedance. Surgical intervention may take place.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include:common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000062949

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted. The investigation did not determine which lead attributed to this issue.